Event description:
Infant heel warmer burst as nurse squeezed it. Liquid from infant heel warmer burned nurse's eye and tongue. Nurse manager noticed that the white seal was broken. Spoke with nurse manager, who further stated nurse went to the ER, had eyes flushed and received eye drops, as a result of the incident. Nurse has scheduled further follow up appointments with an opthalmologist.